Manufacturer narrative:
Unit received with constant alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test and displacement test due to alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed with rf pic failed selftest. The customer's blood glucose level was unknown at the time of the incident. The customer stated they were successfully able to clear the alarm. No further details were given. The insulin pump will be returned for analysis.